Event description:
Physician performing a endoscopic retrograde cholangiopancreatography (ercp). Physician was unable to remove pathfinder guidewire in the pancreatic duct. After normal pulling technique was unsuccesful, a biopsy forceps was passed. After several attempts to remove the wire with the forceps, the guidewire broke. The physician was unable to reach the broken guidewire, which remained in the pancreatic duct.